Manufacturer narrative:
Batch review performed on 12 june 2018: lot 165774:(B)(6) items manufactured and released on 10 november 2016. Expiration date:2021-10-27 no anomalies found related to the problem. To date, (B)(6) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability 1 year after primary. The cause is unknown. The surgeon upsized the poly from a 10 mm to a 17 mm. The surgery was completed successfully.